Event description:
A female patient who underwent breast augmentation revision with an unknown mentor saline prosthesis has experienced bilateral capsular contractures of unknown grade, as well as right-sided breast pain, following the implantation. At the time of this report, no information has been provided to mentor regarding the explantation of the prosthesis or any anticipated date for the procedure. It is important to note that this report specifically pertains to the right side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 9, 2025, indicated that the patient's capsular contractures were grade IV bilaterally. The patient reported that she had her implants removed on (B)(6) 2025, due to severe pain & baker grade 4 capsular contracture. Her doctor confirmed that her left implant was, in fact, a mentor implant. Ultimately, the capsule was excised and the old breast implant was removed. This was found to be a and intact mentor 475 ml smooth round saline breast implant, filled with approximately 500 ml of sterile saline, her right implant appears to have been a 350ml mentor presumably smooth saline. The implants were disintegrate and were sent to biopsy. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture grade IV. Manufacturer¿s reference number: (B)(4).